Event description:
It was reported that during an unknown procedure, the surgeon could not advance the knife. The device did not staple and experienced high force to fire. He finished the case using new cartridge. No patient consequences reported.

Manufacturer narrative:
(B)(4): results - cartridge pan dislodged. The analysis results showed that one reload was received unfired and with the pan detached on the right proximal side. Additionally, several drivers were out of position making the reload non-functional. No conclusion could be reached on what caused the pan to dislodge or what caused the drivers to be out of position. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.